Event description:
The service repair technician (srt) reported that during safety testing of the device at the service center, an arterial blood parameter monitor (bpm) high potential (hi-pot) failure occurred. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the service repair technician (srt). It was determined that a faulty power supply was the cause of the failure. The power supply was replaced and the product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.